Event description:
It was reported that while the ventilator was connected to a patient, it alarmed for high pressure and the exhaled tidal volume was zero. The patient was removed from the ventilator and manually ventilated while a pre-use check on the ventilator was performed the pre-use check passed without deviation and the patient was placed back on the ventilator but the problem persisted. After exchange of filter, the problem was solved. There was no patient harm. (B)(4).

Manufacturer narrative:
The field service engineer dispatched to the site examined the ventilator and downloaded the logs. No malfunction was detected and no parts were exchanged. Additional information received from the hospital states that a single use bidirectional bacterial/viral filter was connected in the patient circuit and had been in use for 11 hours and that the patient was being medicated via nebulization during that time. The filter must be replaced every 24 hours or if the expiratory resistance increases whichever comes first. The ventilator's logs contain alarms that indicate high expiration pressure. These alarms in the mode of ventilation at the time imply the delivered tidal volumes were lower than the pre-set tidal volumes and may be experienced as the ventilator not delivering adequate tidal volumes as was reported. The logs do not contain technical alarms to indicate that there was a ventilator malfunction at the time. The filter has not been investigated, but the conclusion in the matter based on the available information is that the cause of the event was a clogged filter. The ventilator onto which the filter was connected alarmed for the situation. (B)(4).